Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on the investigation findings the complaint is confirmed as the coil did not detach due to the high resistance, which creates an open circuit. The root cause of this complaint is confirmed to be an open circuit. We cannot determine at what point the circuit became damaged. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The hypersoft 3d advanced coil is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. The device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
The customer reported that "the device in question passed the pre-test with a green light on the involved v-grip. When the customer pushed the detaching button of the involved v-grip to detach the coil I question in the aneurysm, with the appearance of a red solid light on the v grip, the device in question would not get detached. The involved v-grip was changed out. Another attempt to detach the coil in question with the new v-grip failed again with the appearance of a red solid light on the v-grip. When the customer slid the pusher a little in the v-grip, a green light appeared on the v-grip. At this moment the customer pushed the detaching button. With no sound and a red blinking light appeared. He pulled back the pusher catheter and found that the coil had been detached." Current patient condition/status: unknown; the available information does not suggest any patient injury occurred as a result of this event.